Manufacturer narrative:
The associated complaint devices were not returned. Without the actual product involved, the complaint could not be confirmed and a root cause could not be determined with confidence. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. No further actions are required at this time.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision knee surgery was performed due to patella tendon rupture. It was reported that the tendon tore slightly during the primary surgery.